Event description:
It was reported that the impedance on the right atrial (ra) lead has gone from mid 400's to 1,200 ohms range where it has stabilized. The lead remains in use and will be closely monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6935m55 lead implanted: 2014 (B)(6). (B)(4).